Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair evaluation: the customer reported that on (B)(6) 2025 the product 05.000.008's all speeds did not work. The repair technician reported that the device run low in fast forward, doesn't run in forward and reverse condition, cracked contact plate, discolored wire and vent, debris on barriers, rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008 synthes lot # 008352 supplier lot # 008352 release to warehouse date: 24 mar 2023 supplier: (B)(4) no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on mar 20, 2025 the all speeds of hand piece for battery powered driver did not work. The issue was observed during weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.